Event description:
A consumer implanted for non-malignant pain reported they had a fusion done in 2013. Following this they had the implantable neurostimulator (ins) implanted to help with pain from the fusion. On (B)(6) 2016 the consumer experienced severe pain, and the ins wasn't hitting the area the pain was, even after they tried increasing stimulation and using all of their programs. On (B)(6) 2016 the consumer went to the emergency room where they did an x-ray to make sure nothing was damaged, and they were given a prescription for valium.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.